Manufacturer narrative:
The repair inspection identified a no image malfunction due to a defective printed circuit board. The monitor did not boot-up at initial power-on. Green power light is on but no image. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus demo asset high-definition liquid crystal display monitor was returned to the olympus repair center. No defect or malfunction was associated with the asset monitor, however, during the asset inspection a no image malfunction was identified due to a defective printed circuit board. This report is being submitted to capture the no image problem. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
Updated: g2, h6, h10. Corrected: d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.